Manufacturer narrative:
(B)(4). Following the proxisure product inquiry evaluation, it was found that the device trigger was stuck closed. When the trigger was manually reversed, the device functioned correctly except there was no ratchet function as the ratchet mechanism could not be heard or felt during the test firing. No manufacturing defect was identified. The likely root cause of this event is that the user fired against the ratchet mechanism and caused the ratchet pawl to flip vertically from the sudden impact. The likely cause of the stuck trigger was cracking of an internal handle boss due to firing through the ratchet. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic nissen procedure the needle did not advance and the handle felt loose. It was found that the device trigger was stuck closed.